Event description:
Despite multiple attempts, no further details about this event was ever provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was position and implanted in the patient without issue. Prior to pocket closure, the patient's blood pressure dropped and the physician determined the ra lead had perforated the patient causing a pericardial effusion. A pericardial drain was inserted in the patient and the ra lead remains in service. No additional adverse patient effects were reported.